Manufacturer narrative:
Received one catheter. During the visual evaluation no defects were observed. A functional evaluation was performed. The sample was inflated with water and leakage was observed on the drainage funnel. The catheter was dissected and a tear was noted on the rubberized layer of the inflation lumen. The tear was examined under a microscope and was noted to be long and not smooth. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oil such as white petrolatum and animal oils). They may damage the device and may burst the balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or removal of the balloon. No substance excepts sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6), 2015, during pretesting there were no issues / no leakage noted. Before the emergency operation for cesarean delivery, the catheter was placed in a ward, and then the patient was moved to the or. During the caesarean section procedure, the surgeon incised the bladder by mistake. Since the user forgot to monitor the urine flow, he/she could not recognize / notice the catheter tip dislodgement (from the bladder) which caused the urine to be accumulated in the bladder. The accumulation of 800 ml of the urine caused the bladder to be distended. The surgeon commented that the distention of the bladder malpositioned the uterus and the malposition made the incision difficult: therefore the procedure ended up with the malpractice. The incision was immediately treated and the patient was good in condition.